Event description:
Emergency department rn was placing an indwelling urinary catheter. When new sterile urinary catheter kit was opened, rn discovered that betadine solution was missing. She had to break sterile technique to obtain the betadine and then resume sterile insertion procedure. Diagnosis or reason for use: patient required urinary catheterization.